Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that coffee had spilled into drawer 3.1. The field service engineer (fse) opened the drawer and cleaned and dried the bottom of the drawer, then put the trays back in and reseated the row board cable. The station was then booted, and the fse logged into the hardware test application to test the drawers. All drawers except 3.1 were working properly. The fse opened the back of the station and found the right-side light blinking on drawer 3.1. The station was shut down, and the retractor band and the drawer board were replaced. After rebooting the station, the right-side light was still blinking, so the station was shut down again, and the module controller board was replaced. After booting the station into the application, drawer 3.1 was not detected on the bus, and none of the pockets appeared in the configuration screen since the drawer 3.1 had suffered a liquid spill. The fse logged into hta, removed all the pockets, and placed into a new drawer. The station was shut down, the old drawer was removed, and a new drawer was installed. The station was then booted into hta, and the new drawer and cubies were tested, with all tests passing successfully. The station was then rebooted into the application, and the fse logged in and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, liquid was spilled into the pyxis. Multiple drawers failed and the machine was turned off. However, there were no delays or adverse events or injuries reported based on this event.